Manufacturer narrative:
Expiration date: updated, product available to stryker: updated, reporting contact: corrected, device evaluated by mfg: updated, manufacturing date: updated. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The microcatheter was returned with a stent system. Visual inspection revealed that the catheter was broken/fractured at two locations. Blood was noted within the rhv and the microcatheter hub. During functional evaluation, the stent as well as a 0.020¿ patency mandrel was advanced through the microcatheter and resistance was experienced at the break/ fracture location. The 0.020¿ patency mandrel was advanced through the distal section resistance was experienced and the mandrel was unable to be advanced, therefore the microcatheter was cut and solidified was blood blocking the microcatheter shaft. The microcatheter was flushed and blood exited the distal end of the microcatheter. Information available confirmed the device to be in good condition prior to use. Based on the device analysis and information currently available it is likely that procedural factors contributed to the reported and observed anomalies limiting the performance of the device during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that the subject microcatheter was navigated successfully to the left pca. When the physician started to advance a stent in the microcatheter, resistance was encountered and the physician noted that the microcatheter was broken. The microcatheter and stent where removed out of the patient through the guide catheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the subject microcatheter was navigated successfully to the left pca. When the physician started to advance a stent in the microcatheter, resistance was encountered and the physician noted that the microcatheter was broken. The microcatheter and stent where removed out of the patient through the guide catheter. There were no reported clinical consequences to the patient.